Event description:
The hcp reported that the patient was diagnosed with a catheter granuloma at t 11 level. The mass was diagnosed by MRI in 2006. A recent escalation in intraspinal medication dose due to recent increase in pain had occurred. The patient was experiencing band like or radicular pain at level t 10 along with sensory or paresthesia sensations at l 3-5. Weakness in right lower extremity was also experienced. A 9 mm posterior epidural mass at t 10 was compressing the cord. The catheter was retracted 1.5 vertebral levels 3 days later; larger pump also placed on that date. The patient was receiving compounded morphine sulfate 40 mg/ml and clonidine 0.6 mg/ml at a rate of 26 mg/day. The concentration of the compounded drugs was decreased at the time of surgery. The patient is reported to be slightly improved, but not recovered. Mass is still present as of 2 months later; MRI reveals 8 mm. The hcp removed drug from the pum in 2006 and is infusing normal saline to see if granuloma will resolve without surgery.